Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage on electronic assembly. All the buttons functioned properly and no frozen display or blank display noted during testing. Unable to verify time or clock anomaly or battery power loss alarm due to critical pump error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error and also had frozen display, buttons were not responding. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. Customer reported the time clock did not advance and also insulin pump had insert battery alarm did not appear on insulin pump screen. Customer was unable to clear the insulin pump errors, power loss alarm and program insulin pump. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.